Event description:
The customer reported that approximately 75 minutes before the end of treatment, alarm "blood pump rate 10" appeared on the machine's screen and the blood pump was stopped. The facility's technician was called to inspect the machine and when he noticed the alarm, he decided to open the blood pump door and replace the rotor with the patient still connected. When he closed the blood pump door, blood pump started turning extremely fast for approximately 5 seconds and stopped by itself, at which point the patient complained of a sore arm. Facility's technician decided to try another rotor, but the same thing happened. Facility's technician reopened the blood pump door, the pump stopped immediately. At this point, the patient's blood was rinsed back to patient.

Manufacturer narrative:
No injury or medical intervention was sustained by the patient due to this incident. No other patient information provided. The facility's technicians replaced the blood pump motor and the problem was solved. The phoenix operator's manual, section 9 - specifications warns: "turn the blood pump off before touching the blood pump rotor. Do not touch the blocking system." A follow-up with possible mitigation actions will be provided at the end of the investigation.